Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for initial implant. During procedure, the lead had high impedance. The lead was replaced and the implant was successful. The patient was stable post procedure.